Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: as general feedback, it was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaks. If the user wants to check placement of the drain by injecting contrast through the drain prior to locking the mac-loc hub, leakage is noted. Another manufacturer's drain is then used to complete the nephrostomy drain placement procedure. No patient specific information provided. No additional procedures or adverse effects have been reported due to the occurrence. Reviews of documentation including the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device evaluated by mfg.? No device return to manufacturer anticipated. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As general feedback, it was reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaks. If the user wants to check placement of the drain by injecting contrast through the drain prior to locking the mac-loc hub, leakage is noted. Another manufacturer's drain is then used to complete the nephrostomy drain placement procedure. No patient specific information provided. No additional procedures or adverse effects have been reported due to the occurrence.